Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the clinic following a vibratory alert delivered by the device. Upon interrogation, the high voltage lead impedance (hvli) of the right ventricular (rv) lead was noted to be high. No intervention has been taken at this time and the patient was stable with no consequences.